Event description:
It was reported that shaft break occurred. The target lesion was located in the too calcified coronary artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, due to difficult anatomy, the balloon was broken. No patient complications were reported, and the patient was stable.